Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a sensor break. The caller stated the needles are breaking off. Caller noted the break during insertion. The caller stated the needle did not fracture inside their body. The customer's blood glucose was 100 mg/dl. The sensor will be returned for analysis.